Event description:
The customer returned the product for cassette sensor was defective, during device evaluation, the downstream occlusion sensor voltage was high. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for evaluation. Service history review identified no previous services reported. The customer issue was confirmed during visual inspection as the downstream occlusion (dso) sensor voltage was found stuck on 2500mv. The dso sensor was replaced with a new one. The device sensors were calibrated. A performance verification test was performed, and the device passed all tests.